Event description:
It was reported the tube sst plh 13x75 3.5 plbl gold br experienced erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: "the 3.5 ml gel tube (360059) is causing inconsistent results by increasing the result of some endocrinology tests (testosterone, progesterone, etc.)."

Manufacturer narrative:
H6: investigation: bd had not received samples or photos from the customer for investigation. Therefore 195 retention samples were visually evaluated and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube sst plh 13x75 3.5 plbl gold br experienced erroneous results. The following information was provided by the initial reporter: translated to english. The customer stated: "the 3.5 ml gel tube (360059) is causing inconsistent results by increasing the result of some endocrinology tests (testosterone, progesterone, etc.)."